Event description:
In the process of contacting the patient's health care provider to notify her that the patient's device may be nearing end of service, it was discovered that the patient had passed away. Cause of death is reported to be myocardial infarction. Health care provider indicated that the death was not thought to be related to the ncp system.